Event description:
Report received from the USA stating that the device "stopped working" in an ear surgery. The reporter stated that "they tried changing attachments on the drill, but the burr would not spin." The reporter also stated that the coupling was "stiff" on the drill. It was also reported that there was a 15 minute delay in surgery to borrow a drill from another operating room. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.